Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent unknown spinal surgery. Post-op, the implants were remove due to infection. The product used in the patient. Patient complications were reported. Patient outcome were reported unknown.